Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away due to heart disease. It was stated that the customer was found deceased on his kitchen floor and his insulin pump was on the kitchen counter in pieces. It was stated that it appeared the customer was trying to fix it. The caller agreed to return the insulin pump for analysis. Advised the caller that critical info may have been lost due to the length of time that the insulin pump has been without a battery. No further info was provided.